Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager had failed due to a loose connection. A field service engineer (fse) adjusted the housing box on the side of the fridge, cleaned amex, tightened connections, and greased them. The device was rebooted to resolve the issue. Customer successfully recovered storage space and inventoried medications in the fridge. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the remote manager was failed. The customer stated that this malfunction occurred while dispensing medication to the patient. There were no adverse events or injuries reported based on this event.